Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump. They were also instructed to call back if the malfunction code appeared again, which the caller acknowledged and understood.